Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was exhausted. This patients rvr is going to be treated medically. No further adverse events have been reported outside of the inappropriate shocks to the patient. This product remains in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was exhausted. This patient with rvr is going to be treated medically. No further adverse events have been reported outside of the inappropriate shocks to the patient. This product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.